Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no suction power with the handpiece. The timing of event and patient impact are unknown. Additional information has been requested but none received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on june 4, 2015. Based on qa assessment, the product met specifications at the time of release. Without any additional, related information, the cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. A flow rate test was performed for both the irrigation and aspiration lines of the handpiece and the sample met specifications. The handpiece was then primed and tuned without error on a calibrated console. The handpiece was run successfully at 100% power on the system for 5 minutes. Finally, the u/s and torsional strokes were measured on the dynamic tuning fixture (dtf) but only the u/s stroke met specifications. The torsional stroke was 0.7mils under specification. As a result, the handpiece was disassembled and observed for nonconformities. Moisture ingress within the handpiece was apparent. The root cause of the reported event cannot be determined conclusively. (B)(4).